Event description:
When a hulka fallopian tube clip was applied, it came out of the applicator and fell into the abdominal cavity. This was a laparoscopic procedure. The physician searched the abdomen and was able to grasp and removed thje loose clip through the lower trocar site. No pt consequences were reported. The clip was discarded by the user facility.